Manufacturer narrative:
The device was returned to zoll medical corporation; evaluation of the device did not duplicate the customer's report. However, during testing of the device the charge ready led intermittently illuminated everytime the device charged to selected energy. This could have caused the end user to think the device did not charge to the selected energy. The device's charge ready tone was heard and on screen prompts were displayed everytime the device charged to selected energy. The controller board was replaced to remedy the button illumination concern. Review of the device activity logs indicated the device charged without incident and there were no attempts to discharge. Additional communication with the customer did not add any value to the reported event. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year old male patient, the device failed to charge to set energy level. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however, it was not associated to the reported malfunction.